Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the depth gauge broke during use. The unknown screw also kept disengaging from the unknown screwdriver. There was a surgical delay of ten (10) minutes. The procedure successfully was completed using another instrument set. There was no patient consequence. This report is for one (1) unk - screws: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.